Manufacturer narrative:
The hyperglide will not be returned for evaluation as it was discarded by the customer. The reported event could not be confirmed. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. In this event, the hyperglide balloon was used to angioplasty the stent. Based on the hyperglide IFU: the occlusion balloon catheters are indicated for use in blood vessels of the peripheral and neuro vasculature where temporary occlusion is desired. Contraindications: not intended for embolectomy and angioplasty procedures. It was reported that a regular 1 ml syringe was used to inflate the balloon, not the cadence syringe as suggested in the IFU. Per the IFU, "use cadence syringe with 3 way stopcock and 3 cc syringe." Vessel perforation is a known inherent risk of endovascular procedure and are documented in the hyperglide instruction for use. Same event as reported in MDR MFR: 2029214-2016-00311.

Event description:
Medtronic received report that a patient experienced a vessel rupture during hyperglide inflation. The patient was undergoing flow diversion treatment for an unruptured, saccular aneurysm. The aneurysm was located in the left internal carotid artery (ica) just proximal to the posterior communicating (pcom) artery. The aneurysm had a max diameter of 5mm and neck diameter of 2mm. Landing zone artery size was 3.4mm distal and proximal. Vessel tortuosity was normal. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. It was reported that a pipeline flex was deployed around a bend in the vessel. Upon deployment, the proximal end was not apposed to the vessel wall. The pipeline flex was never resheathed. The physician used a hyperglide balloon to angioplasty the proximal end open. A regular 1ml syringe was used with 50/50 contrast. The hyperglide was inflated twice without any issue. At the third inflation, the balloon caused a small rupture in the cavernous section of the ica that resulted in a carotid cavernous fistula (ccf). No medical or surgical intervention was required at the time. It was reported that the physician will monitor the patient for symptoms and decide whether treatment is needed. There was no report of patient symptoms as a result of this event. Post-procedure angiographic result showed slowing of flow into the aneurysm, as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.